Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation, updated event date and device received. A titan touch pump, two cylinders and a reservoir were received for evaluation. The inlet tube with connector was detached to allow for testing. Examination and testing of the returned components revealed a separation in the inlet tube at the tube/strain relief junction of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A group of partial separations, indicating contact with unshod instrumentation, was noted on the inlet tube and strain relief of the reservoir. Testing revealed these to not be sites of leakage. Partial separations within abrasion were noted on the inlet tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was also noted on the shorter exhaust tube of the pump. No functional abnormalities were noted with the pump, either cylinder or detached inlet tubing with connector. The information received indicated there was tubing fracture. The diagram received with the returned product indicated the inlet tube of the pump as the malfunction site, but this site did not leak when tested. However, because no functional abnormalities were noted with the returned components other than those attributed to instrument damage, quality cannot confirm the complaint as reported. The information received noted the device was assumed functional for over three years prior to the malfunction, indicating the instrument damage most likely occurred during the explant procedure and not the cause for the reported failure. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument damage on the reservoir inlet tube and strain relief occurred subsequent to the device packaging being opened. In addition, the separation noted in the inlet tube of the reservoir most likely occurred due to the unshod instrumentation damage and removal of the reservoir at explant. Because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation in the reservoir inlet tube most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing fracture.